Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. No anomalies were found however, the distal conductor had blood/ body fluid but was not obstructed.

Event description:
It was reported that during the implant procedure the lead had high/unstable/unmeasureable threshold. Diaphragmatic stimulation in the coronary sinus and lead dislodgement were noted. The lead was not implanted. No patient complications have been reported as a result of this event.